Event description:
It was reported that during a laparoscopic procedure, a 4 cm section of a trocar tip fell into the abdominal cavity. The piece was retrieved and irrigation was done to remove any fragments. There was no injury to the pt.

Manufacturer narrative:
Final investigation showed that the distal shaft of the trocar sleeve was broken off. It was not possible to determine what led the device to break.